Event description:
It was reported that the serfas head disintegrated when performing a hip-arthroscopy. The pieces were recovered from inside the pt's hip joint.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.